Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings (B)(4) *was the complaint confirmed? Yes distribution history: the complaint product was manufactured at csi on 19-oct-2015 under work order (B)(4) and sold on 06-aug-2016. Manufacturing record review: DHR-192950 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damaged. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the rupture disc has bursted and leaking valve body o-rings. This is being attributed to normal wear and tear on the unit. *correction and/or corrective action the complaint unit was repaired and returned to the customer. The rupture disc and the valve body o-rings were replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. No further training required at this time.

Event description:
Rupture disk , major leak. Fs log # 99391 1216677-2022-00300 ll100 cryosurgical 900001 (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Rupture disk , major leak. Fs log # 99391. Ll100 cryosurgical 900001 e-complaint(B)(4).